Event description:
It was reported that the neurostimulation system was being explanted on (B)(6) 2013. It was noted that the patient had neurostimulation system for cortical stimulation on the right side to control left facial pain. It was further noted that the system was being removed because it caused pain and discomfort. It was noted that the device did not alleviate pain for the patient and 'wasn't functioning.' Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the system was explanted on (B)(6) 2013. It was noted that the cause of the event was failure of the device and failure to improve patient symptoms. It was also reported that the patient had a CT scan on (B)(6) 2013 which had results of normal structures and stimulation in the right temporal lobe. During surgery on (B)(6) 2013, there was a removal of the ¿extradural¿ paddle and the implanted neurostimulator.

Manufacturer narrative:
Concomitant products: product ID 3550-09, lot# n112965, implanted: (B)(6) 2009, product type accessory; product ID 3 587a, lot# n0020959, implanted: (B)(6) 2005, product type lead; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).